Manufacturer narrative:
Month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer was connecting the connection part, he felt something was wrong with it. Upon using the product, leakage of medical fluid from the connection part was observed. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: h6 evaluation codes: updated. H10 device evaluation: a review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Two photos and one device were returned for investigation. Photo one shows the device next to its original packaging; the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two shows a close-up of the proximal end female luer connector, its observed to have a crack. Functional testing confirmed the complaint when the unit failed a leak test. The crack on the female luer connector of the returned unit was attempted to be reproduced. A male luer connector, and a cap, were connected to a female luer connector with force beyond its limits. No damage occurred on the female luer connector. The female luer connector was hit in different manners. The connector only shatters, in multiple pieces, when using extreme compression force. Based on the sample returned by the customer it was not possible to replicate the failure or confirmed as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damaged component, the root cause is that the female luer connector became damaged after the product left manufacturing facilities. No corrective actions are required because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.